Manufacturer narrative:
No additional investigation regarding the culture bottle could be conducted due to the inability to retrieve a lot number of the broken bactec blood culture vial. No returns were rec'd due to the nature of the complaint. Although, bd is unable to confirm any issues that would have contributed to this event, we will continue to closely monitor this type of issue. Bd will continue to educate the customer concerning proper handling of bactec bottles and any breakage that may occur.

Event description:
A technician was removing a bottle from the instrument when it broke and she was cut. The technician was wearing a lab coat and gloves when the vial pricked her finger. No stitches were required but she did receive a tetanus shot.